Event description:
The dialysis machine gave the alarm, "replacement weight-incorrect change" and could not be cleared. There was a subsequent drop in the patient's blood pressure (cvp 10 to 5, systolic blood pressure 110 to 100). The machine pulled off fluid when not programmed to do so. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.